Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified circumflex artery. The lesion was contained in a more than a 45 degrees bend. After pre-dilation using a balloon and intravascular lithotripsy (ivl), an opticross imaging catheter was advanced to view the lesion. During the procedure, the distal end of the catheter by the radiopaque marker became dislodged. An attempt was made to retrieve the tip but it was stuck in the vessel and so it was stented against the wall to complete the procedure. No patient complications were reported, and patient was stable post-procedure.